Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a driveline power fault alarm. The submitted and downloaded log files collectively contained approximately 14 hours of data on (B)(6) 2023 (2:06:43 to 16:20:31 per timestamp). Throughout the data, a driveline power fault alarm was observed to be active. This alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low-speed limit without issue while the driveline was connected. During functional testing of the returned controller and modular cable, the issue of driveline power fault alarms was isolated to the modular cable. The fault could not be reproduced while the returned controller was connected to known working test equipment. The controller performed as intended throughout testing and was able to support a pump for an extended period of time without issue. The reported event is addressed under the manufacturer's investigation conclusion in manufacturer report number 2916596-2023-00792. During the investigation there was incidental findings of wire fatigue, fluid ingress, and speaker damage. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook rev. D - section 2 ¿how your heart pump works¿ instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook rev. D - section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The heartmate 3 patient handbook rev. D - section 5 "alarms and troubleshooting¿ describes all alarms that may be produced by the system controller, including those associated with driveline power fault conditions, and provides instructions on how to appropriately resolve them. The heartmate 3 patient handbook rev. D - section 6 "caring for the equipment¿, describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with a driveline power fault alarm. The patient's system controller and modular cable were exchanged, which resolved the alarm. A review of the log files by technical services found driveline power faults on line a, from the beginning of the log file on (B)(6) 2023 at 02:06, which continued until the mod cable and controller exchange. There were no alarms seen after the exchange. Related MFR report #: 2916596-2023-00792

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.